Event description:
It was reported that during the extraction of the right ventricular (rv) lead, the right atrial (ra) lead was damaged. The ra lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 7288 implantable cardioverter defibrillator, implanted: (B)(6) 2006; product ID 694865 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).